Event description:
The reporter stated the surgeon attempted to use a cq2015a collamer aspheric three piece lens. Noticed lens haptic bent while advancing lens in the injector. There was no pt contact. The reporter stated they used a competitor's injection system, which has not been approved by the manufacturer for use with this lens model. The reporter stated they are aware that using this injection system is off-label use.

Manufacturer narrative:
(B) (4): evaluation results: (other): visual inspection of the returned product found the haptic is bent. Conclusions: (other): based on the complaint history, and the evaluation of the returned product, the root cause of the event has been determined to be due to the off-label use of the injection system with this model lens. (B) (4).